Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 85 mg/dl. Customer stated that after changing battery she get an alarm. Customer was advised to insert a new aaa alkaline battery . The customer was advised to ensure that battery is securely fastened. Customer did received failed battery test again. Customer was advised to change her reservoir out and change her battery again. The customer was advised to call if she has any problem with it.